Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high ventricular rate episodes due to noise oversensing on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable